Manufacturer narrative:
The date of event is estimated. The reported name is currently unknown. Further information has been requested, not yet received.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken may be undertaken to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on information received, the cause of the report incident is related to the user error.

Event description:
Manufacturer reference number:1627487-2023-04284. Additional information indicates surgical intervention took place to replace the ipg on 21 aug 2023. During the ipg replacement procedure, high impedance on the lead was observed. As a result, the lead was replaced to address the issue.

Manufacturer narrative:
Correction: section h6 codes updated to reflect product replacement.